Event description:
It was reported to baxter (B)(4) that the reservoir of a two day infusor device ruptured during filling. There was no report of patient injury or medical intervention as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.